Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the entire b row of cubies not detected on bus. A field service engineer (fse) accessed the station via remote smart service and found no failed hardware. The system functioned as intended after field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, entire b row of cubies not detected on bus. Customer tried to reboot/ recover the station, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.